Manufacturer narrative:
There was no indication of any malfunction of the device. Not returned.

Event description:
Allegedly, the patient underwent a laparoscopic hysterectomy to treat fibroids in which a laparoscopic power morcellator was used. Following the procedure she developed parasitic myomas and fibroids began growing throughout her abdominal cavity and pelvic region.

Manufacturer narrative:
The claim or lawsuit against ksea was dismissed or withdrawn because there was no karl storz product involved.